Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the clinic and upon interrogation, percent pacing displayed as question marks. All other parameters were available. The patient is undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.